Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead.the device discriminator failed to withhold therapy. Increasing the ventricular sensitivity was discussed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2007, 4076 implantable pacing lead (B)(6) 2007, 4194 implantable pacing lead (B)(6) 2007. (B)(4).